Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty attaching the infusion set connector to the ilet during a supplies change while using a fiasp prefilled cartridge, and the same difficulty occurred with a standard cartridge; after guidance to run the fill tubing step without a cartridge, complete the change sequence, and then rewind, the connector attached with normal force and the change was completed. Symptoms included no adverse clinical effects. Outcomes included no impact to therapy and no need for medical intervention. Investigation included customer interview and troubleshooting. Investigation of this case revealed the device functioned as expected after completing the recommended change sequence, indicating no device malfunction was confirmed. It was concluded that the event was resolved with user troubleshooting and education.